Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/3/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects. On investigation, the bolus button cover was found to be intact and the button responded properly. Unrelated to this complaint, moisture was observed in the battery compartment. Leak test revealed a display lens leak. Upon removal of the pump cover, moisture was observed throughout the pump interior.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The audio bolus button is intermittently unresponsive; in addition, moisture was noted under the display. The issue began "a couple months" prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.